Manufacturer narrative:
The product was not returned; therefore, a root cause could not be conclusively determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
It was reported the pruitt f3 shunt balloons was leaking. It was not directly used on the patient. No injury was reported to the patient.